Manufacturer narrative:
The device was returned and evaluated. There was no visual or functional evidence to support the claim.

Event description:
Alleges the front support springs broke while going on a hill, which caused him to fall out of the chair. Since incident, he has had several repairs to electronics (wiring harness, pigtail, joystick, etc.) As well.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges the front support springs broke while going on a hill, which caused him to fall out of the chair. Since incident, he has had several repairs to electronics (wiring harness, pigtail, joystick, etc.) As well.